Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. One sample was received and evaluated as part of our investigation. A functional test was performed which showed the tubing set could not be primed. Because no leaks were found in the feeding set, the air in the line is considered a consequence of the inability to prime. The root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
H6 medical device problem code was corrected. Upon further review of the information provided, the reported condition was determined to be an issue during priming and not nutritional delivery.

Event description:
The customer stated the patient reported approximately 8-12 kangaroo connect pump feeding sets, all from the same lot number, will not prime despite troubleshooting and suggestions from the home enteral nutrition nurses. When the patient attempted to prime formula through the feeding set, the formula stopped approximately 2-3 inches into the tubing from the bag, and after a few seconds, the formula is pulsing in the tubing, and the pump alarms "caution feed bag empty" as it is drawing air.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.